Event description:
It was reported that patient had been having a lot of "horrible leg cramps verse like electricity going down their legs" and she tried to change the strength on the program and it would not let her decrease past 8.2. The patient also reported patient did not feel pulsing from the stimulator; she changed every program, and replaced patient programmer (pp) batteries on the morning of this call. The patient later stated she was not feeling a stimulation sensation but it would not let her go up past 8.5. It was reported that she ¿had pain running through there when she had these pains in her legs it was like somebody hitting her with a cattle prod.¿ the patient stated that problem started probably two months ago. It was noted that the neurostimulator (ins) was placed in the left hip and ran the wire to her right hip. There was ¿kind of a big knot..."enlarged to wear it¿s the same size", just opposite of where the ins was near the lead.¿¿ the patient reported that it was also a "little puffed up crinkle" and there are days where it kind of puffs up and then it will go back down. The patient stated the symptom had been a good while" and she had had several falls, a couple of really bad falls where she landed on her left hip. One of the falls was about 3 days before christmas, the other that was really bad ¿and thought it was before that. The patient then stated she was able to decrease on her own successfully. The patient call later that and reiterate that she fell about 3 days before christmas and a couple weeks before that. The patient felt pain like electrical shocks in legs and was not sure when it started, stated maybe 3-4 months ago. On the day of this call patient noticed programmer was showing ins icon was showing ins was low. The patient placed in new batteries thinking it was that the programmer batteries were low. The patient was not really sure if symptoms had improved since implant. The patient stated maybe it had maybe it had not. The patient also mentioned never having therapeutic effect, experienced shocking or jolting sensation and was having diarrhea the last few days. The patient was wondering if she should turn the ins off. The patient had not been to the health care provider since follow up appointment. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va01qgd, implanted: (B)(6) 2014, product type: lead. (B)(4).